Event description:
It was reported that pump experienced malfunction code 12 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer had not previously reset pump for this malfunction, so technical support provided pump reset instructions malfunction code did not recur thereafter. The customer was advised to continue using the pump.